Event description:
Additional information was received from healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient¿s symptom was due to underdosing. The pump was updated to previous settings. It was noted that an alarm was heard while the pump was reset was capture in the logs. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications use. It was reported that the patient underwent an MRI 3-4 days ago and has since been experiencing issues and return symptoms. However, the MRI was no related to the pump or therapy. The agent reviewed MRI guidelines. Furthermore, the emergency room could not help her with the pump. The pump was not alarming. The agent advised the patient to get assistance from the emergency room. The patient was redirected to a healthcare provider however, the doctor was out office. The agent sent email to reps in the area. The patient did not have a personal therapy manager (ptm) but was it disabled. Additional information was received from a company representative (rep) stated that upon interrogation, it was noted a reset had occurred and the pump programmed to minimum rate mode. The company representative (rep) stated that the patient had a MRI sometime during the day yesterday and thought it may be associated with that. Logs were checked and the only alarm log was a reset. Discussed the resets and minimum rate mode. It may not show a motor stall if the MRI was short. Discussed with the caller to check all fields for accuracy and update those needed. Discussed silencing the active alarm. The rep also noted he got another message about pending setting may not be updated while he was attempting to view a report. Discussed ending session. Discussed reinterrogating pump to confirm settings. The rep did that and everything was accurate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.